Manufacturer narrative:
(B)(4). Batch # u5cz7a. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. Additionally, three reloads (b, c & d) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The event described could not be confirmed as the device performed without any difficulties noted. Upon visual inspection of one photo, the following was observed: the photo shows a matter on an index finger; however, this object does not appear to be a staple. Based on the photo alone, the event described cannot be confirmed.

Event description:
It was reported that during a gastric resection, after transecting the stomach with a plee60a/ gst60d x2, the fellow suggested over sewing the staple line, since she was trained to do that in residency and is also aware of sensitivity about staple line bleeding at this account. While over sewing, they encountered two ¿straight¿ staples sticking out near the cut edge of the staple line. They were easily removed. She wasn¿t sure if they were ¿crotch¿ staples created by intersecting staple lines, or if they were malformed staples created during the firing sequence. She clarified that they didn't over sew the staple line because they found the two malformed staples while over sewing. There were no patient consequences.